Manufacturer narrative:
Results of investigation: the carefusion failure analysis (fa) laboratory received the suspect avea ventilator for investigation. The ventilator was allowed to cycle for extended period in the user mode with no oxygen deviations from specification. The fa lab performed inspection of the user interface module (uim) and internal pneumatics module and found cosmetic damage to the exterior of the uim. Product testing of the flow valve, exhalation valve passed the characterization, leak test, tidal volume verification and blender oxygen accuracy. The reported issue was not duplicated and the component root cause could not be determined. Final disposition the device was sent to the service department for a replacement display and control board. This issue will be internally investigated within carefusion.

Manufacturer narrative:
Should additional information be received then an additional report will be submitted. (B)(4). At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
The customer reported during patient use the patient was having an episode of low oxygen saturation while on the avea ventilator requiring manual ventilation with 100% fio2 with a pressure/volume bag. The customer found the avea ventilator on neonatal mode (simv volume) with a lower than expected set volume for the patient. The avea should have been programmed/set to neonatal mode (simv pressure control mode). The customer reported the manual ventilation increased the oxygen saturation to normal levels. The patient was placed on alternate ventilator no further injury to the patient reported.